Event description:
Phillips received info from the customer that reported that they had been having CT brain images which exhibited artifacts that were difficult to assess. The customer stated that several patient's had been wrongfully referred, but no patient underwent unnecessary treatment as a result of this artifact.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).